Event description:
The meter displayed high readings and would not power on. In february 2006, the patient had obtained high readings all day and claims that the readings were around 11 mmol/l (198mg/dl). On the night of the 13th the patient experienced symptoms of hypoglycemia. She tested her blood glucose and received a 2.3mmol/l (41mg/dl). Her husband treated her with a glass of lucozade and a biscuit. This morning the patient experienced symptoms of hypoglycemia and tested on the lfs meter and received a 23.0mmol/l (414mg/dl). She then tested on an optimum meter and received a 1.7mmol/l (30mg/dl). She had a hard time getting out of bed and ended up falling and breaking her nose. She managed to contact her mother who is a nurse. Her mother arrived within 5 minutes and tried to test the patient on the lfs meter and the meter would not power on. The mother did not notice that the battery symbol had been on the meter prior to it powering off. Her mother then tested her daughter on the optimum meter and received a 1.3mmol/l(23mg/dl). The mother treated her daughter with a glucagon injection, lucozade and a biscuit and stayed with her for 2 hours until she felt better. A normal rreading for the patient is usually between 7-9 mmol/l (126-162mg/dl). The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. Customer care agent (cca) was unable to run a control solution test since the meter did not power on and sent the patient a replacement meter. The patient has had the meter for 3-4 years and has not replaced the battery within the past year. She tests five times a day and has been a diabetic for the past 27 years. The complaint is being reported since the patient suffered a hypoglycemic reaction while obtaining higher readings on a lifescan meter.